Manufacturer narrative:
(B)(4).

Event description:
It was reported that during normal follow up, several episodes of non sustained ventricular oversensing were discovered. The patient was asymptomatic. The episodes were likely due to post paced t-wave oversensing and myopotentials. Reprogramming was performed. The patient condition is stable.